Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k number. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked. This was discovered before use. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown. It was reported that insulin leaked from needle/syringe connection. Pr 1 of 2: this pr is for the syringe. Event description per email states: caller reported [a few times since mid-(B)(6) 2018 the insulin has leaked out of the syringe where the needle gets screwed on]. Number of occurrences: [customer declined to provide specific number of occurrences, she said it's happened ""a few times""]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action. Required.